Event description:
Tampon stuck inside [foreign body in reproductive tract]. No string - tampon [device physical property issue]. Unable to remove tampon [complication of device removal]. Saw string before she used it...tried to remove, no string [device breakage]. Case narrative: consumer reported via e-mail that tampon was stuck inside as there was no string. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.